Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Additionally, investigation revealed that the ok keypad button was intermittently unresponsive and the audio bolus button was hard to push. Investigation revealed that there was contamination under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/06/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/06/2014 with the following findings:during testing, the display was dim and discolored. The keypad cover was torn near the ok button. During testing, the ok keypad button was intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all button contacts. Evaluation revealed that the audio bolus button was torn and difficult to push during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).